Manufacturer narrative:
The technician replaced the intermediate siderail ucm circuit board and cable to repair the bed.

Event description:
Info received indicates the bed controls are not working and the head section is in the down position.